Event description:
The complainant alleged that while defibrilating a patient (age and gender unknown), the defibrillator failed to discharge. The complainant alleged the device discharged using the multifunction cable twice successfully, however on the third attempt the device failed to dischrage. The complainant indicated that they switched external paddles to continue treating the pt. The complainant did not indicate if there was an adverse effect to the pt as a result of the reported malfunction. The complainant also indicated that there was a second incident involving the same multifunction cable later that same day. Refer to med watch report # 1220908-2001-00753 which documents this second incident.